Event description:
The customer stated that the device flows were low and the barb outlets were broken, and sent the unit in for repair. During the functional test, enough liquid oxygen leaked from the broken port on the relief economizer valve to potentially cause a serious injury should this malfunction recur. This malfunction would duplicate the "low flows" problem reported by the customer. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the manufacturing process per the approved dmr. A corrective action has been implemented for units manufactured after 12/23/96 which replaced the plastic relief economizer valve with a more durable aluminum valve.